Manufacturer narrative:
Analysis of the electronic data from the device shows no indication of battery error or installation problem prior to the october 21st event. The impedance of the patient during the time of the rescue was relatively normal, meaning that the pads were well connected, and the morphology of the ECG was likely patient related. Given the atypical morphology of the patient's rhythm, coupled with baseline noise and apparent patient motion, the AED interpreted the rhythm as shockable and recommended a shock accordingly. The AED is indicated for use on victims of sudden cardiac arrest ("sca") when the patient is (1) unconscious and unresponsive (2) not breathing or not breathing normally. These are the sentinel symptoms that initiate AED deployment. From the details of the event, these conditions were not met. The AED is not designed to measure level of consciousness; it assumes the responder assesses this correctly. In any case, once the subject is deemed alert and responsive, then responders would shift away from the AED protocol into post-cardiac arrest care. To complete the investigation, the AED associated with this event was requested to be returned so that it can be evaluated and tested. To date, the device has not been received and the cause of the event is not conclusively known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had what appears to have been a syncopal episode. She had a pulse when first responders arrived. Nonetheless, they deployed the AED. They report that the device did not turn on when they pushed the on/off button. They therefore removed and reinserted the battery at which time the AED was able to be turned on. By the time the AED had completed its analysis, the patient was conscious and conversant. The AED, however, recommended a defibrillating shock. At first glance, the ECG tracing suggests fine ventricular fibrillation (a shockable rhythm), but at high resolution (1mv), the data shows an organized sinus rhythm with remarkably low voltage.